Event description:
It was reported that the patient experienced post procedure hypertension. The index procedure treated a 5x15mm, 84% stenosis of the right mid common carotid artery. Treatment consisted of placement of a filterwire ez, deployment of an 8x29mm carotid wallstent, and post dilation resulting in 0% residual stenosis. One day post procedure the patient developed hypertension. The patient's existing antihypertensive medication, metroprolol, was increased and the event resolved. The patient was discharged the next day with instructions to continue the increased regimen of antihypertensives. The investigator assessed this event as possibly related to the study devices.

Manufacturer narrative:
As the device was not returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.